Event description:
The user received questionable human chorionic gonadotropin (hcg) results for four patient samples. All results are in miu/ml. Patient sample 1 initial result was >10000 with a data flag, the repeat result with a 1:20 dilution by the analyzer was <2 with a data flag and was reported outside the laboratory. The repeat result with a manual dilution was 15151 and was reported as a corrected result. The patient was not treated on the basis of the initial erroneous result. Patient sample 2 initial result was >10000 with a data flag and the repeat result with a 1:20 dilution by the analyzer was <2 with a data flag. The user changed the universal diluent and repeated testing with a 1:20 dilution by the analyzer and the result was <2. The repeat result with a manual dilution was 17102. Patient sample 3 initial result was >10000 with a data flag, the repeat result with a 1:20 dilution by the analyzer was <2 with a data flag. The repeat result with a manual dilution was approximately 15000. The user could not provide exact value. Patient sample 4 initial result was >10000 with a data flag, the repeat result with a 1:20 dilution by the analyzer was <2 with a data flag. The repeat result with a manual dilution was approximately 18000. The user could not provide exact value. The initial results were not reported outside the laboratory for patient samples 2 though 4. No adverse events were alleged regarding the event. The hcg reagent lot number was 15851502. The field service representative suspected fluidic and probe problems and found a cable was making intermittent contact. He replaced the pinch tubing, tightened all connectors in the sipper circuit and replaced the cable. To verify the analyzer operation, he ran performance testing.